Event description:
It was reported the tip of the channel cleaning brush remains in the channel of the scope. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.